Event description:
A surgeon reported that during glaucoma filtration surgery, it was "impossible" to release the devices from the delivery system. He stated the event occurred on two different patients on the same day. The procedure was successfully completed using a backup shunt with no impact to the patient. There are two medical device reports associated with this event. This report is for the first shunt.

Manufacturer narrative:
Evaluation summary: no sample was returned, therefore, the condition of the product could not be verified and visual inspection cannot be performed. The device history record (DHR) for the batch was reviewed. No abnormalities were found during the DHR review and the product was released according to the release criteria. At this time, the root cause could not be determined. There has been one similar complaint reported in the lot number. Additional information has been requested. (B)(4).